Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-03927). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented to the ER after receiving a vibratory alert due to device had reached eri. Device was last checked with estimated remaining longevity of over 3 years to eri. Device was explanted and replaced. Patient condition was stable during and post-procedure.